Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the burr devices not fitting properly into the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed for vibration. During repair, it was observed that the bearings were worn out, creating the vibration. It was determined that the failure was caused by worn the out bearings. It was further determined that the issue with the worn out bearings was consistent with normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the burr devices were not fitting properly into the attachment device. During in-house engineering evaluation, it was observed that the device failed for vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.